Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas valve (ID (B)(6) was set on 7. In several occasions, medical staff was unable to change the setting to 4; therefore, valve was explanted.

Event description:
N/a.

Manufacturer narrative:
Additional information received: valve implantation date - (B)(6) 2016. Valve explantation date - (B)(6) 2022.

Event description:
N/a.

Manufacturer narrative:
The certas valve was returned for evaluation: DHR - lot ctkbh5, conformed to the specifications when released to stock. Failure analysis: the valve was visually inspected a bump mark in the top of valve casing and the rotation construct stuck in the up position was noted. The valve was hydrated. The valve was tested for programming, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: when dismantled the rotating construct remained fixed to the upper casing, stress marks were noted in the bump mark in the upper casing. Root cause: the root cause for the bump mark in the top of the valve casing is due to the valve receiving a hard knock. The root cause for the rotating construct stuck in the upper position is due to the valve receiving a hard knock. The root cause for the programing issue reported by the customer is due to the valve receiving a hard knock.